Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v175766, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s first lead was not working well. There was 50 percent or greater symptom reduction and the event cause was not determined. There was a loss of therapeutic effect. The patient had a revision with resolution of her symptoms. She recovered without permanent impairment, was doing great, and had great results with the new lead going forward.